Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable false-positive cobas® hiv-1 (192t) results from the cobas 8800. Three patient test samples resulted as positive for hiv. These samples were later tested on december 09, 2025. Two of the samples resulted as "target not detected". One sample result was "titer min". The repeat results were reported outside of the laboratory.

Manufacturer narrative:
The cobas 8800 serial number was (B)(6). The investigation is ongoing.